Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: according to art-no (B)(4) the label should be safil violet but here is novosyn text. Samples received: 1 unopened box (36 pouches). Analysis and results: there are no previous complaint of this code batch. There are no units in OEM stock. OEM received one unopened box from the customer with the box label for safil but the per-printed box and product inside is novosyn. This mistake took place in the manufacturing line in the packaging step. Both products were packed one after the other in the same line. Line clearance was not correctly performed, when starting safil box packaging there was one box of novosyn that was labeled as safil. Final conclusion: the complaint is corresponding (justified). Actions on product: credit note for one box to the customer.

Event description:
Country of complaint: (B)(6). Complaint description: mix-up - wrong label in the box (mf).